Manufacturer narrative:
Reference record (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. A nurse reported that in (B)(6) 2023 the patient's tubing was unable to be inserted more than a half of a centimeter and "seemed to be buried." A buried bumper was not confirmed and a gastroscopy was scheduled. On (B)(6) 2023 a gastroscopy revealed that the peg probe was buried in the gastric mucosa. The patient underwent a digestive tract to section the mucous sac with the help of an electric scalpel in a gastroscope clamp. However after an hour trying to access the internal stop, the procedure was suspended and the patient was referred to surgery at another hospital for an evaluation and surgery. At the time of report, the patient was well and with no pain or discomfort. The tubing was patent and remained in the patient.